Manufacturer narrative:
Visually under a microscope it looks like the retainer ring was broken off, either on purpose or by some outside force. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat due to broken off and missing retainer. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to broken off and missing retainer. The following were noted during visual inspection: broken off and missing retainer, missing reservoir tube o-ring, scratched case and pillowing keypad overlay. The sc1 cap and reservoir will not lock properly into reservoir compartment due to broken off and missing retainer. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the event date 30-jul-2024 listed in smartsolve. There were no boluses listed on the event date listed in smartsolve on 30-jul-2024. Please see below for the daily total of all insulin delivered on the event date 30-jul-2024 in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) noted on the event date listed in smartsolve on 30-jul-2024 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 30-jul-2024 in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) noted on the event date 14th of july in the pump history file. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump's time reset. Lost sensor alert - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to broken off and missing retainer. Broken off and missing retainer was confirmed. The sc1 cap and reservoir will not lock properly into reservoir compartment due to broken off and missing retainer. Reservoir unable to lock into place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump retainer ring was damaged and patient deceased on 14th of july. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.